Manufacturer narrative:
The product technical complaint (ptc) investigation and final assessment were received on 26-aug-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instructions for use) steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a product technical issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and during the placement procedure, the physician inserted the device and when he went to remove it, a part of green catheter remained in the patient. This event, seen as device breakage, is non-serious and listed according to technical investigation results. During difficult insertions or removals, device breakage may occur. Considering the reported events occurred associated to the device insertion, causality with essure use cannot be excluded this case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Based on available information (including review of reported batch number) there is no reason to suspect a quality deficit of the product. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 05-oct-2015: essure health care provider general questionnaire was received. Information received from physician states that a (B)(6) female patient who has as previous gynecological interventions, problems or procedures a previous iud and a right salpingo-oophorectomy; had essure, lot number b76525, inserted on (B)(6) 2015. Patient was not postpartum at the time of insertion. According to health care professional, cervical dilatation, analgesia (percocet and toradol) and local anesthesia to cervix with lidocaine were done during procedure. No general anesthesia was applied. In addition, physician informed that the visualization of the tubal ostium, as well as the insertion (discrepant information), was easy. There was no fluid loss more than 1500cc during hysteroscopy and the procedure did not take more than 20 minutes. As back-up contraception after essure insertion and before total occlusion confirmation patient used depo-provera. No perforation occurred and physician informed that no related diagnostic test neither treatment was performed. The pathology results did not show signs of infection or inflammation and no hospitalization occurred. In addition, physician reported that, from the left tube, withdraw of catheter resulted in stretching of coil and required excessive force. Part of green catheter remained in patient's endometrial cavity. Hysterosalpingogram is pending (will be performed on (B)(6) 2015). Essure removal was not performed neither is planned. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the placement procedure, the physician inserted the device and when he went to remove it, a part of green catheter remained in the patient. This event, seen as device breakage, is non-serious and listed according to technical investigation results. During difficult insertions or removals, device breakage may occur. Considering the reported events occurred associated to the device insertion, causality with essure use cannot be excluded. In addition, other non-serious events were reported. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Based on available information (including review of reported batch number) there is no reason to suspect a quality deficit of the product. Further information (hysterosalpingogram results) is being sought.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a patient of unspecified age who had essure (fallopian tube occlusion insert), lot number b76525 implanted on (B)(6) 2015. The physician inserted the device and when he went to remove it, part of green catheter remained in the patient. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and during the placement procedure, the physician inserted the device and when he went to remove it, a part of green catheter remained in the patient. This event, seen as device breakage, is non-serious and unlisted in the reference safety information for essure. During difficult insertions or removals, device breakage may occur. Considering the reported events occurred associated to the device insertion, causality with essure use cannot be excluded this case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Technical analysis and further information have been requested.

Manufacturer narrative:
Follow-up information received on 07-dec-2015 (healthcare provider device breakage questionnaire): the patient's concurrent conditions included obesity ((B)(6)). Essure was inserted on (B)(6) 2015. The essure catheter broke (in the green release catheter) during insertion. According to the physician, the withdrawal of the catheter from the tube required more force than usual. Green catheter tip remained in the patient and essure was not removed (broken pieces were not retrieved). He also stated there was no patient injury and breakage could not have led to serious injury under less fortunate circumstances. Follow-up hsg (hysterosalpingogram) was performed and showed occlusion. Patient outcome was reported as recovered. Device was not available. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted and during the placement procedure, the physician inserted the device and when he went to remove it, a part of green catheter remained in the patient. Follow-up hysterosalpingogram was later performed and showed occlusion. Patient recovered from the event. This event, seen as device breakage, is non-serious and listed according to technical investigation results. During difficult insertions or removals, device breakage may occur. Considering the reported events occurred associated to the device insertion, causality with essure use cannot be excluded. In addition, other non-serious events were reported. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Based on available information (including review of reported batch number) there is no reason to suspect a quality deficit of the product.